Event description:
Additional information was received that this device was electively explanted. The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has been exhibiting beeping tones. The patient was advised to be checked by their physician. Boston scientific technical services (ts) was contacted and discussed that this device has reached elective replacement indicator (eri) due to charge time. The monitor voltage was 2.58 volts with a 20.2 second charge time. No adverse patient effects were reported.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.